Event description:
The pt has two leads with the same lot number. The pt reported experiencing pain at the lead site which began recently since she started exercising. The pt was advised to consult with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.